Event description:
Incident as reported: da vinci prostatectomy - "during the retrieval of the prostate (in the inzii bag), the inzii retrieval bag (part of da vinci kit no. 6) was ruptured at the top of the bag: the prostate fell out of the bag. One ca 1,5 cm big piece of the inzii bag was fragmented. The trocar incision had to be enlarged to retrieve the prostate and the inzii fragment manually. Nurse (B)(6) said, that the size of the prostate was normal (approx 60 gr) and the incision stands in the right relation to the organ." Patient status: ok. Type of intervention: manual dilatation of the incision and retrieval of the prostate and the inzii fragment without retrieval bag.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.